Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and getting insulin flow blocked alarm. Customer has changed the set multiple times. Blood glucose level at the time of the incident was 112 mg/dl. Blood glucose level at the time of the call was 586 mg/dl and treated with manual injections. During troubleshooting, the insulin pump did not show any sign of malfunction and insulin exited with a 5 unit fill cannula. The insulin pump was not replaced and no products will be returned for analysis.